Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b is per the customer's report of "august." All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a signal loss alarm with the adc device. The customer experienced seizure and was treated with sugar provided by family member. There was no report of death or permanent injury associated with this event